Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited possible pocket erosion. This device was almost visibly sticking out at the underarm, and it was tender to touch. There was no additional adverse patient effects were reported. This device remains in service.